Manufacturer narrative:
The device passed the displacement test, rewind, prime or seating, basic occlusion, force sensor, self test and occlusion test. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call that the insulin pump had an insulin flow blocked alarm. The customer¿s blood glucose level was unknown. Troubleshooting was performed and noticed that they have tried all remedies but issue was not resolved. The insulin pump will be returned for analysis.